Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were having difficulty calibrating their blood glucose sensor. The customer's blood glucose at the time of the event was 12 mmol/l. During troubleshooting the customer reported that the sensor cannula appeared to be shorter than it was supposed to be. The sensor will not be returned for analysis.